Manufacturer narrative:
(B)(4). Date sent: 6/4/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of esophageal anastomosis was performed? Where was the anastomosis created? Can the surgeon describe the anastomotic technique in detail? What is the timeline of events from the initial procedure until the ultimate patient death? What conservative measure were employed in the treatment of the patient? Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed in any way to the patient death? The product code of the stapler used in the procedure? Was the stapler used for the first time or had it been reprocessed? Is the surgeon interested in speaking with ethicon medical and engineering team to discuss this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a gastro esophageal anastomosis with reloads as part of the surgery, upon post op evaluation there was a detachment at the anastomotic site occurred and patient was managed conservatively. The patient expired.